Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed foreign material on the device light guide lens could not be determined, however, it is likely the issue was the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, foreign material was observed on the colono videoscope light guide rod lens. There was no patient involvement, and no harm reported as a result of the event.